Event description:
It was reported that during a knee procedure, the electrode surface became loose. Further, no adverse consequences were reported.

Manufacturer narrative:
Upon receipt of additional info on (B)(4) 2013, it was reported that the electrode surface peeling off and fell into the pt. Additional info will be provided once the investigation has been completed.